Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that a flame appeared on the tip of the pencil's electrode. During the procedure, it caused small burns, seen as white patches, on the inside of the cheek which has now healed. Pt was intubated under general anesthesia. O2 flow rate is unk. Blackening was reported on the tip.